Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the ins may be flipped. It was later reported that the ins had become over-discharged and could not get it to start back up after many hours of trying. X-ray confirmed that the device was not flipped. The ins was going to be replaced with a non-medtronic device.